Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Advised patient to close multiple applications running in the background, reset the smart device, remove a multimedia device from bluetooth section of smart device, re-enter transmitter ID, and re-pair the transmitter which was successful. No additional patient or event information is available.